Event description:
It was reported that a patient presented in clinic with high ventricular rate. Upon interrogation, the right ventricular lead exhibited noise. Programming changes have been discussed. The patient would be followed normally. No further information was reported.

Event description:
New information noted that the asymptomatic patient presented in clinic for follow-up. The right ventricular lead still exhibited high ventricular (v) rate; however, upon interrogation, high v rate episodes were false due to noise. The noise was reproducible in clinic. No other electrical anomalies were noted. The lead rarely paced in the ventricle, so the physician decided to make no changes. The patient would continue to be monitored.